Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was bent when removed from the packaging. A new cartridge was successfully loaded to address the reported event. There was no reported impact to the customer's blood glucose level.